Manufacturer narrative:
Additional narrative: date of post-operative non-union development is unknown. This report is for one (1) unknown tibia nail. The part and lot numbers are unknown. Without the specific part and lot numbers, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as the specific part and lot number for tibia nail is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision on (B)(6) 2017 due to tibia non-union. The original procedure was performed on (B)(6) 2015. Removed hardware included: one tibial nail and four locking screws ¿all intact. The patient was revised to another tibial nail. There was no reported surgical delay. The procedure was completed successfully with the patient in stable condition. This report is for one (1) unknown tibia nail. This is report 1 of 2 for complaint (B)(4).